Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead revision was to be performed and found out that there was a pocket infection. Additional information was obtained from the field representative indicating that the revision was not done due to pocket looked infected and the physician only took a sample for culture. The representative does not have the culture result. The cause of the low r wave was not determined. The product remains in service. No adverse patient effects were reported.